Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated.

Event description:
The sweden customer reported "cross slide chromogen contamination." The field service engineer repaired the instrument by replacing the syringe and aspiration and dispense check valve which resolved this malfunction. Per documentation, customer is able to continue testing on alternate instrument. The instrument is still not operational due to unrelated issue. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.